Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm and insulin was exited. Customer stated received 3rd time alerts. Customer reported manually push plunger very slowly. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black the customer alleged insulin flow block alarm and high bg's on (B)(6) 2022. On svn (B)(4) the customer was hospitalized for alleged high bg's on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. No unexpected insulin flow blocked alarm/no delivery alarm noted during the prime/fill process. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see below for the no delivery alarms listed on the event date (B)(6) 2022. (B)(6) 2022 04:35:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) (B)(6) 2022 15:08:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) (B)(6) 2022 15:16:38.000 alarmalertnotification (40) faultnumber: nodelivery (7) (B)(6) 2022 15:25:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) (B)(6) 2022 15:35:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) (B)(6) 2022 16:24:08.000 alarmalertnotification (40) faultnumber: nodelivery (7) (B)(6) 2022 16:42:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) the pump passed the functional testing. Unable to confirm alleged high bg's. Insulin flow blocked alarm/no delivery alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.